Manufacturer narrative:
(B)(4). The implant was not returned to the manufacturer for evaluation. Ap and lateral x-ray post op shows occipit to c4, c5 posterior fixation instrumentation. Very poor quality of x-ray makes identification of upper cervical spine impossible from malignment of upper c-spine and foramen magnum appears evident. One of the fixation rods is fractured above lateral mass screws at c4. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.

Event description:
It was reported that patient underwent a spinal procedure to implant posterior fixation at cervical spine. The rod was broken at unknown time post op. The revision surgery was performed approximately 22 months post op. The whole construct was removed. No patient complications were reported during and after the revision surgery.